Event description:
It was reported that the patient presented to the surgeon's office with complaints of persistent pain in his right thigh. Patient was ambulating with a walker. X-rays of the pelvis and hip revealed aseptic loosening of the right femoral stem. Patient was then scheduled for revision surgery."

Manufacturer narrative:
The implants were discarded by the hospital. A supplemental report will be submitted upon completion of the investigation.